Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks after implant the right ventricular (rv) lead exhibited poor r-wave sensing and noise. It was also indicated the patient experienced a pleural effusion and possible perforation. Upon opening the pocket during the rv lead revision, the physician noted the rv lead was discolored, and it was questioned if it had burned. The rv lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated the overlay tubing of the lead was observed to have blood ingression. The overlay tubing of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted visual inspection found the overlay tubing with a cut at distance 17cm and a big amount of dried blood visible on lead body. Because the overlay tubing is an extra layer insulation which protects multi- lumen tubing, therefore destructive analysis was performed to ensure if any cut from overlay tubing through the multi-lumen tubing. Destructive analysis was performed and confirmed that no multi- lumen tubing insulation breach or blood was observed in lead. A cut on overlay tubing is non-electrical. There was nothing found related to the electrical complaints. Discoloration, the physician noted in the reported is the dried blood found underneath of the overlay tubing only. According to amount of blood and the length of implant, it is likely that a cut of overlay tubing occurred at the implant procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.